Event description:
Received an order of 6mm quick-set infusion set made in mexico for a minimed pump approx. Ten months ago. The pt started having trouble with their blood sugar, their readings were very irregular. Spoke with their endocrinologist and tried several problem solving ideas-none worked. He suggested ordering a new set of infusions, all of their infusions had the same lot number and maybe they had a bad set. They ordered a new set of 6mm quick-set infusions made in denmark-they worked fine and their blood sugar was regulated again. In feb. Of 2003, their blood sugar became irregular again. Then they realized the pt was using the old set made in mexico. They quickly put in for a new order when they received them, they started using them immediately. Their readings still irregular, they problem solved again with no luck. Then they started looking at the boxes and realized the first and last sets were made in mexico. The middle set which gave them no trouble was made in denmark. They have come to the conclusion that the infusion sets made in denmark work best for the pt. The ones made in mexico have given them nothing but trouble. It's very important to them that the pt's readings stay in normal range for the pt to have a healthy and long life.